Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 320 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. No button error alarm was noted. No moisture damage was noted on the electronic assembly.